Event description:
It was reported that prior to starting a da vinci sacrocolpopexy procedure, a frayed cable was identified on a prograsp forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Upon visual and microscopic inspection, no frayed cable was found. Intuitive motion was being experienced with manual input of disc knobs. No visible damage observed at the distal end where the grip assembly resides. Additional observation not reported was insulation damage to the main tube. Insulation was found with a few gouge marks within the distal area with material removed. The marks were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; insulation damage with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.